Event description:
In the ic department, the introducer is post surgically inserted 6 days before the event. Is removed because the cannula came loose from the housing on the event date "creative resource" are used to remove the cannula out of the pt. There was no further damage for the pt. Additional info was received in september 2002, the pt was insufflated lying face down. When they turned the pt, the cannula was missing. They withdrew the cannula out of the pt with the inflate balloon from the td-cath. They had to make a deep incision in the cervix. The housing was good fixated at the pt.